Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg was explanted and replaced with a new one due to possible fluid intrusion in the ipg header. It was noted the impedances prior to ipg replacement were 300 ohms on both sides and post ipg replacement were 500 ohms (left lead) and 700 ohms (right lead). Additional information has been requested.